Event description:
On (B)(6) 2025 the user reported that earlier that morning the cgm was unable to pair with the ilet, causing blood glucose (bg) levels to rise above 401 mg/dl. The user self-tested with a blood glucose meter and manually injected insulin. The user was not hospitalized and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.